Event description:
It was reported by a nurse at the medical facility that upon treating the colon for bleeding with the equipment [i.e., erbe system; argon plasma coagulator (apc) model apc 2 with an electrosurgical generator model vio 300 d (p.n.: 10140-000)], a patient's colon wall was perforated. The settings were apc pulse 2 at 20 watts power. No surgery was required, but the pt was kept in the hosp for observation. The pt was released in 2004 and is doing fine.